Manufacturer narrative:
H6: health effect clinical code 4581: astigmatism. H11 - manufacturer narrative: astigmatism is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced astigmatism. Bioptics was performed to correct astigmatism and problem was resolved. Cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.